Manufacturer narrative:
H.10 additional manufacturer narrative: root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the aquablation procedure, the aquabeam handpiece was initially unable to prime, which was resolved by performing multiple troubleshooting steps; however, upon the first treatment pass an "e22 - motorpack error' message was generated by the aquabeam robotic system, which was could not be resolved. As a result, the handpiece was replaced with a new unit, and the procedure was continued through successful completion. The reported event caused a surgical procedure delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Three (3) good faith attempts were made to retrieve the device; however, the aquabeam handpiece was not returned for investigation. A review of the device history record (DHR) ab2000-b/ serial number (B)(6), and aquabeam handpiece with lot number 22c04108 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system IFU, ifu0101-00, rev f states the following: 8.14 sterile: ensure the aquabeam scope is fully advanced prior to priming. Press the "prime" button on the foot pedal or console and circle priming indicators (100% and 50%) will appear on the cpu. Press the [+] button on either the console or the motorpack to prime the aquabeam handpiece at 100% power level. Continue to press the [+] button until the 100% yellow indicator turns green. Release the [+] button while pressing the prime button until the 50% yellow indicator turns green. The aquabeam robotic system user manual, um0101 rev. F, states the following: table 5: system detected errors and faults e22 - motorpack error: release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. The root cause of the reported event could not be established as the handpiece was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.